Event description:
Cleaning lady developed skin rash/eczema and saw a dermatologist on (B) (6)2009. Allergy testing was done.

Manufacturer narrative:
Complaint forwarded to plant for investigation. Follow up report will be filed when investigation results are completed.